Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05544. Related manufacturer reference number: 2017865-2020-005547. It was reported that the patient presented with an infection from a left lower extremity wound which then developed into an implantable cardioverter defibrillator associated endocarditis and vegetation on the competitive right atrial lead. The system was explanted and replaced with an external ICD while the infection cleared, and then was implanted with a new system two weeks later. There were no complications resulting from the procedure.